Event description:
Three-quarters through a resurfacing procedure, the cpg pattern reverted to a collimated beam (single spot) and a hole about 2-3 mm in depth and 2-3 mm in diameter was drilled in the patient's face near the left lower lid orbital rim margin. The physician reported that the incident occurred shortly after he repositioned the laser. The ultrapulse unit/cpg is a rental unit. The end user, arranged for a service evaluation by a third party service provider.